Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device follow-up check. Upon device interrogation, the right ventricle lead exhibited episodes of over-sensing noise. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during, and after surgery.